Event description:
Procedure type: laparoscopic choledocholithotomy. According to the reporter: during the case, the balloon was inflated, then the balloon burst. The device was discarded by the customer. There was no report of pieces falling into the cavity or impacting the pt. There was no bleeding or tissue damage. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.